Event description:
It was reported that the patient initially experienced good therapy from their spinal cord stimulation (scs) system, however later experienced undesired sensations in her legs, and minimal pain relief. Reprogramming was attempted however the issue persisted, and the patient refused to meet with a boston scientific engineer when she came to town. The patient underwent a procedure in which the entire system was explanted. During the procedure it was discovered that one of the leads migrated. The explanted devices will not be returned as they were discarded at the hospital. There were no patient complications, and the patient is expected to recover.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: wavewriter alpha, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 590062. Brand name: linear st, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7111660.